Event description:
It was reported that the motor device was "heating up". The reporter stated that ¿the surgeon held the drill with a lap sponge to keep it cool¿. It was unknown to the reporter if the device was used in surgery. There were no delays reported. It is unknown if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.